Manufacturer narrative:
Investigation conclusion: the customer¿s reported issue of failures in syringe modules resulting in channel and calibration errors after an upgrade was confirmed and replicated for four of the 5 syringe modules in this investigation. For syringe module s/n (B)(6), the reported issue of failures resulting in channel and calibration errors after an upgrade was confirmed through log review and is believed to be due to a software fault (error code: 05-13-1504) that occurred during power up but could not be replicated through testing. Log review for all 5 syringe modules: the syringe module error and event logs for s/n (B)(6) recorded error code 354.6770.0 (pressure sensor circuit test failed) on (B)(6) 2020 at 04:48:41 pm. The device was placed into maintenance mode for pm on (B)(6) 2020 at 10:52:58 am. On (B)(6) 2020 at 04:05:37 pm, the device was then attached to a different pcu. The error log recorded that a software fault 05-13-1504 occurred followed by the error code 351.6760.0 (syringe calibration required). The syringe module error log for s/n (B)(6) recorded error code 351.6660.0 (syr_plunger_position_failure) on (B)(6) 2020 at 07:20:13 am. The syringe module error log recorded code=351.6760.0 (syringe calibration required) on (B)(6) 2020 at 11:31:32 am and on (B)(6) 2020 at 11:24:19 am. The syringe module error and event logs for all 5 syringe modules show that the devices were placed into maintenance mode for pm. The error log shows that when each syringe module was subsequently powered on while attached to a pcu, code 351.6760.0 (syringe calibration required) occurred. Testing for all 5 syringe modules: successfully calibrated and performed preventative maintenance on 4 of the 5 syringe modules. Initial attempt to calibrate syringe module s/n (B)(6) resulted in an error message reporting that the pressure the sensor was not detected. Additional testing performed on all 5 syringe modules: performed an overnight test infusion on all 5 syringe modules with the back pressure of 10 psi. The ¿syringe calibration required¿ displayed for syringe module s/n (B)(6) approximately 30 minutes after the test infusion began. Reviewed the syringe module error log and found that the error code 351.6660.0 occurred during the test infusion. The worn split nut test method (1503-001-014-r dir (B)(4)) was performed to determine if the source of the error is the result of a worn split nut. Temporarily replaced worn split nuts with known good split nuts. Reprogrammed an overnight test infusion on s/n (B)(6) with the back pressure of 10 psi. The test infusion completed overnight with no issues. The test infusion for all 5 syringe modules completed overnight with no issues. Tested syringe module s/n (B)(6) by partially connecting pressure sensor harness to the logic board and was able to perform a successful pm. Connected the syringe module to a different pcu and the device powered up successfully with no errors. Performed an additional test of syringe module s/n (B)(6) by completely disconnecting the pressure sensor harness and powering on the pcu. This reproduced the error code 354.6770.0 and the event log showed this to be a channel malfunction. Device inspection: the inspection process found the pressure sensor harness not securely connected to the logic board for syringe module s/n (B)(6) and worn split nuts on syringe module s/n (B)(6). No issues were found with the 3 other syringe modules relevant to the customer¿s complaint. Damage was observed on the right iui of each syringe module but this was not relevant to the customer¿s reported issue. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause for the customer¿s reported issue of a trend of failures in four of the 5 syringe modules resulting in channel and calibration errors was determined to be incomplete calibration tasks performed after an upgrade. The probable root cause for the channel and calibration errors the customer experienced with syringe module sn (B)(6) is believed to be a software fault (error code: 05-13-1504) that occurred during power up after a pm was successfully performed. Device history review: a review of the device history record showed the device had a manufacture date of 17apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a trend of failures in the pump modules that have been happening since the upgrade. There have been numerous channel and calibration errors. It was reported that the support staff told the tech that preventative maintenance (pm) should be performed after the upgrade. Although bd did not recommend a pm post upgrade, almost all the pumps had pm performed post upgrade. The calibration error that has occurred on the syringe pump modules occurred infrequently until the upgrade (maybe a handful of times per year). Now, there are multiple reports a day and it has negatively affected patient care. It was later reported the hospital wide maintenance occurred in october and an increase in those events immediately occurred. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a trend of failures in the pump modules that have been happening since the upgrade. There have been numerous channel and calibration errors. It was reported that the support staff told the tech that preventative maintenance (pm) should be performed after the upgrade. Although bd did not recommend a pm post upgrade, almost all the pumps had pm performed post upgrade. The calibration error that has occurred on the syringe pump modules occurred infrequently until the upgrade (maybe a handful of times per year). Now, there are multiple reports a day and it has negatively affected patient care. It was later reported the hospital wide maintenance occurred in october and an increase in those events immediately occurred. Although requested, no additional information was provided.